Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the am and the pm on the time settings were changing without user intervention. The reporter stated that the time and date is always verified appropriately but that on two occasions the am and the pm became switched without user intervention. The reporter stated that the issue was discovered about three months ago when downloading information from the pump, and again on (B)(6) 2012 while at the doctor's office. A review of the total daily dose history indicated that the time line in the history was correct. The insulin total for (B)(6) 2012, was noted to be higher than usual. There was no reported patient impact as a result of the alleged issue. This complaint is being reported because incorrect time settings can affect basal delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/24/2012-device evaluation: the pump has been returned and evaluated by product analysis on 03/26/2012 with the following findings: a time accuracy test was performed and during testing, the time and date reset to default settings. The pump was powered off for one hour, and when it was powered on again the time and date had reset to factory default settings. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The complaint regarding time issue could not be adequately investigated due to the internal clock battery issue. Unrelated to the complaint, investigation revealed that the keypad was torn at the up and down arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. Evaluation also revealed a cracked cartridge cap. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.